Event description:
It was reported that removal difficulty occurred. An opticross hd imaging catheter was introduced to visualize the target lesion. However, during the procedure the device was difficult to remove and the wires and catheter were pulled out together. The procedure was completed with another of the same device without issue. No patient complications were reported.